Manufacturer narrative:
Correction to fdp codes updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant cuff and aptus endoanchors were implanted in patient for endovascular treatment of proximal type I endoleak from another manufacturer's stent graft. The CT scan evaluation showed that the maximum abdominal aortic aneurysm diameter measured 66 mm. The aortic diameter at 1 mm and 10 mm below the lowest renal artery measured 20 mm. The aortic diameter measured 25 mm at 15 mm below the lowest renal artery and 28 mm at 20 mm below the lowest renal artery. The proximal aortic neck length measured 20 mm. The proximal aortic angle measured 5 degrees. Ten percent of the seal zone circumference was covered by calcium. It was reported that at the end of the procedure, a proximal type I endoleak was observed. Approximately one year and nine months later, the patient had an implant infection. The patient had symptoms of fever and inflammation of the aneurysm sac. The patient was hospitalized approximately seven months later. Infrarenal abdominal aortic replacement was done and the patient was given medication. The event was resolved and the patient recovered with treatment the next day. The investigator assessed the infection was related to the stent graft and aptus device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received and it was reported that the onset date for the patient's endograft infection was 7 months earlier than was previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the patient presented with pleural effusion in (B)(6) 2015. The event was reported to be related to the re-intervention procedure. The patient was treated with medication and the event was reported to be resolved on (B)(6) 2016. It was also reported that the patient presented with anemia on (B)(6) 2015. The event was also reported to be related to the re-intervention procedure. The patient was treated with medication and the event was reported to be resolved on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the end date for the additional event of pleural effusion related to the re-intervention has been updated to ongoing at time of study exit. The end date for the additional event of anemia related to the re-intervention has been updated to ongoing at time of study exit. If information is provided in the future, a supplemental report will be issued.